Event description:
Caller reported an error with their cgm identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, which the caller followed successfully, resolving the issue without the error code reappearing. The caller was able to start their sensor session without further problems.